Event description:
Patient had an isomed implantable constant flow infusion pump implanted in 2000 for cancer chemotherapy. The health care provider reported that the patient had severe pain when a bolus of fluorouracil was given. The health care provider alleged the flow rate was too slow to deliver the drug. They performed a tech. Mma and an angiogram on an unknown date to detect the cause for pain and found no obstruction in the catheter. The device was explanted in 2001. The health care provider reports the pt has experienced no problems since the removal of the device and is in full recovery. The pt is without evidence of recurrent cancer.